Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: investigation findings - correction. H6 codes: investigation conclusion - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 08/24/2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred with readings between the continuous glucose monitor (cgm) and insulin pump. The sensor was inserted into the abdomen. On (B)(6) 2025, at approximately 2:00 am, the patient awoke and attempted to go to the bathroom but was incoherent due to a high fever. She was unable to walk properly, fell in her room, and vomited six times. She called her son for help, and upon arrival, he found her barely conscious on the floor. At around 3:30 am, her son called an ambulance. The patient was unable to check her glucose levels using her dexcom or fingerstick (fs) methods, assuming her symptoms were solely due to the fever. She also could not check her temperature due to the absence of a thermometer. When the ambulance arrived, the paramedics and her son assisted her onto a stretcher and transported her directly to the hospital. No first aid was administered at home. The patient has limited memory of her time in the emergency room but recalls that her dexcom g6 and omnipod were removed. Upon regaining partial consciousness, she was informed that her omnipod was not properly attached and had not been delivering insulin. Her dexcom device showed no readings, and her fs glucose level upon arrival was 900 mg/dl. The patient was admitted to the ICU on (B)(6) and remained there through (B)(6) . During this time, she received IV fluids and an insulin drip. On the night of (B)(6) , she was transferred to a regular hospital room, where she stayed for four additional days. Her blood glucose was monitored every four hours, and she received insulin injections before meals as needed. On (B)(6) 2025 at 11:00 am, the endocrinologist applied a dexcom g7 sensor. The patient was discharged later that day at approximately 5:00 pm. Her son picked her up, and they arrived home around 6:00 pm. She went straight to bed to rest. As of the time of this report, the patient continues to experience significant fatigue and weakness. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.